Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Complaints text (B)(6) 2017 16:45:21 (B)(6) called this guy back he hung up on recording on purpose because he was tired of listening. After I already told him he had to listen to it he never listened to the full recording because he refuses I just asked him for his address and told him when it will get there and that someone has to be there to sign. I made it very clear the pump has to be returned after 90 days but he wont listen to the (B)(6) policy so hopefully he returns it. Complaints text (B)(6) 2017 16:39:33 (B)(6) told customer to stay on line after replacement recording etc he hung up during it anyway. Complaints text (B)(6) 2017 16:38:07 (B)(6) related svn (B)(6). Complaints text (B)(6) 2017 16:36:24 (B)(6) initial notes: customer called in sts when he puts a batt in it just has a constant tone. Asked him if it was in water or dropped because those are the only things that cause the constant tone he said no water. I asked again about dropping he said yes he dropped it and it hit a table right before the tone started. He agreed to return the pump played cot pump recording for return let him know when pump will get there bg-(B)(6) mg/dl weight-(B)(6) lbs inquired what led up to the complaint. Customer response: dropped pump bumped/dropped/cosmetic damage t/s per dop114-950. Adv to d/c from the pump. Type of damage: dropped. Location of the damage: says no sign of damage , constant tone though. How damage occurred: dropped it.. Customer reports no visible pump damage. Adv customer to ensure they are d/c from the pump. Advised customer to check if drive support cap is protruded, loose, sticking out or flush. Customer reports the drive support cap appears normal (slightly indented). Item - 'advise customer to perform a self-test' reason not completed - nothing comes up on screen. Results of the self-test: cannot do it.... Adv to discontinue use of the pump and revert to a back-up plan per hcp's instruction. Adv the pump will need to be replaced. Explained the oow rpl policy. Reviewed pump care best practices with the customer. Customer's outcome pertaining to the complaint: sending cot ship: (B)(4)/ return: (B)(4).